Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the delivery date (july 24, 2019), it was found no irregularities. Based on the past similar cases, it was known that the event occurred due to any of the following possible causes. The sliding resistance between the operation wire of the subject device and the tube sheath was increased since the insertion portion of the endoscope was winding or excessively angulated when the user tried clipping. As a result, the limiter inside the control section of the subject device broke off and the clip could not be locked completely. Finally, the clip of the device could not be released. The user pulled the endoscope or the subject device while the clip was grasping tissue. As a result, the hook and the clip were subjected to a load each other and the clip of the device could not be released. The above device handling has warned in the instruction manual as follows. Do not force the instrument if resistance to insertion is encountered. Reduce the angulation of the endoscope until the instrument passes smoothly. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope, instrument, and/or clip. *if resistance to insertion is encountered, open the cap of the biopsy valve before insertion. This can make insertion smooth. For the operation of opening the cap of biopsy valve, refer to the instructions of the endoscope.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, the clip of the device could not be released. The user pulled off the clip. There was no patient injury reported. This is the report regarding the failure to release the clip.